Event description:
It was reported that the day after an implantable cardioverter defibrillator (ICD), in which the leads remained the same, there was an alert on the right ventricular (rv) lead for high/undefined pacing impedance. It was also noted that there was high rv thresholds. The lead is suspected to be fractured. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low voltage portion of the lead was suspected to be fractured. The lead was capped and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.